Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded electrograms with far field right ventricular sense in atrial channel during refractory period. Increasing the cross-chamber blanking was recommended. The device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded electrograms with far field right ventricular sense in atrial channel during refractory period. Increasing the cross-chamber blanking was recommended. The device was reprogrammed around blanking periods and remains in service at this time. No adverse patient effects were reported.